Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout due to normal battery depletion, high capture threshold was noted on the right ventricular (rv) lead. The patient was not dependent and had chronic atrial fibrillation. The device was downgraded to single chamber pacemaker. The old lead was capped and replaced on (B)(6) 2020. The patient was stable.